Event description:
It was reported that during treatment a new kit was opened for the application of npwt to a patient in the abdominal area. After application, the machine never made vacuum and without giving any alarm. Thus maintaining the dressing without any negative pressure. Another machine from another kit was applied and started working right away. There was no delay a no patient harm reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, has not been returned for evaluation. No additional information was provided, we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. A potential cause for this problem is that there is an air leak with in the device. This can be caused for a number of reasons including: dressing not applied properly, without creases and fixation strips. Filter/port not adhered to dressing correctly. Connector not correctly fastened and secured to the pump. Tubing trapped, folded over/kinked causing a blockage. Dressing integrity has been compromised. Skin has not been thoroughly dried before application of the dressing causing the dressing to not sufficiently adhere to the skin. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event. No further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.